Event description:
It was reported patient hospitalized in facility. Calls the nurse on 28/03/24 around 5pm because the midline dressing is wet and the occlusion alarm has been triggered. The nurse goes to the patient's home and finds that the midline is broken between the clamp and the valve. Midline removed, patient hospitalization to fit PICC line instead (replacement). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking power midline is inconclusive due to the state of the returned sample. One photograph of a power midline was returned for evaluation. An initial visual observation of the photograph showed a power midline placed in a patient. No leaks or damage in the catheter were discernable from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.